Event description:
It was reported that the cement hardened quickly during bha (stem was biomet product). Two pacs of the cement was mixed with mixing system (biomet product) and the cement was hardening for only 1 min and 30 sec. So, the surgeon implanted the cement quickly, but the stem inserting was stopped at the middle of the stem in the canal because of the cement hardening. The cement hardened completely for about 3min. So, the surgeon removed the stem from the canal and a spare cement was used with no mixing system. The cement was stored in normal temp (about 26 c on the day). The temp of the operation room was 23c.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded. If additional info becomes available, it will be submitted in a supplemental report.